Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported improper or incorrect procedure or method (failure to follow steps/instructions) was due to the user error of aggressively pulling the protective pouch. The damage clip introducer was due to the improper or incorrect procedure or method. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was corrected: it was noted that after preparing the mitraclip, the protective bag was pulled over without securing the introducer; therefore, the pulling the introducer on the clip, damaging the clip introducer. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A steerable guide catheter (sgc) and a mitraclip xtw were selected for treatment. While inserting the mitraclip xtw, damage to the clip introducer and loss of fluid column was observed. The clip introducer was removed from the patient. After removing the clip introducer, additional aspiration was performed. The steerable guide catheter was removed from the patient. It was noted that after preparing another mitraclip, the protective bag was pulled without securing the introducer; therefore, pulling the introducer on the clip, damaging the hemostatic valve. The procedure was completed with another steerable guide catheter and another mitraclip was implanted. The procedure was completed with one clip implanted. The mr was reduced to grade 1+. No additional information was provided.